Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that the ins depletes a varying amount over one day of therapy usage. Sometimes the ins battery level is 40% and sometimes it is 90% charged when they start a charging session in the morning. The patient uses one group and does not make therapy adjustments. The caller indicated that this has been occurring for more than one year. The caller provided the following charging information from the recharge diary: 4/22 charged from 60-90% duration of charging session 31 min 4/22 charged from 70 100% duration of charging session 23 min 4/23 charged from 40 100% duration of charging session 1. 2 hours 4/24 charged from 40 90% duration of charging session 34 min 4/24 charged from 90-100% duration of charging session 15 min 4/25 charged from 40-100% duration of charging session 1. 1 hours 4/26 charged from 40-100% duration of charging session 43 min troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed information about charging. The caller will review information with the patient.